Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event product or pt details are not attainable. The event of "arterial embolism" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: 4. Warnings: the produce must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization.

Event description:
Pt reported "almost immediately" after injection with "a small amount" of unspecified juvederm volume they were "diagnosed with [an] arterial embolism" because "when they injected, they injected into an artery". The pt was prescribed "oral steroids" and "topical antibiotics" for treatment.